Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was leaking while the twist clamp was closed. The leak was discovered during patient use. There was no loose connections and no damages noted. A cap was used to prevent further leakage. The transfer set was in use for fifteen (15) days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet on the main body beneath the white sleeve. Functional testing including leak testing, clear passage testing and clamp function testing were performed; a leak was observed through the sample due to the broken occluder feet. The reported condition was verified. The cause of the broken feet could not be determined; however, there is appearance of a chemical interaction from an unknown substance on the main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.